Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2001, repair of ventral incisional hernia with a kugel patch. It was noted that the pt had a marked amount of attenuated fascia, both cephalad and distal to the hernia. On (B)(6) 2007, excision of infected mesh with primary repair of recurrent hernia. It was noted that there was small bowel adherent to the mesh and the "marlex had fistulized into the small bowel and there was mesh within the lumen of the small bowel. This was obviously the source of his infection."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The medical records indicate that the pt was treated for recurrence, adhesions, and fistula formation all of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.